Event description:
Additional information received from the healthcare provider (hcp) reported that the patient improved after adjustments were made, with the most recent one being on (B)(6)2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): the son of the patient reported that the patient seemed to have a hastened decline after being implanted on (B)(6) 2016. It was stated that they believe the decline was related to the surgery itself, and not necessarily related to device functionality because the patient was receiving good symptom control. Post-implant, the patient had a super long recovery from the surgery and was in the hospital for a month. The son of the patient had brought the patient home two or three days after implant, but the patient had stopped eating and then had to go back to the hospital on (B)(6). Since the surgery the patient has never really recovered all the way. It was also noted that the patient may not have ever received a patient programmer (pp) after implant, as they have been looking and cannot find it. However, it was then confirmed that they believe they were given it but cannot find it. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.